Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent low blood glucose events, including a documented glucose of 39 mg/dl that required glucagon when oral glucose was insufficient, and support logs confirmed the patient was receiving but not acknowledging device alerts; the patient¿s sister suggested aggressive meal announcements as a possible contributor, and no device component malfunction was identified. Symptoms included insufficiently characterized clinical effects associated with hypoglycemia. Outcomes included insufficiently characterized impact on health. Investigation included interviews and analysis of information provided by the clinical team and family. Investigation of this case revealed no specific findings and no device-related malfunction or component concern based on available information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.